Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, after the surgeon introduced the device down the trocar and into the abdomen for the first firing the device began to eject the clips and form malformed clips. They removed the clips with a grasper. When the surgeon fired the clips outside of the patient the device fired formed clips and did not eject them out of the applier. They then used a second device that was working properly but due to the bleeding in the patient's abdominal area the surgeon converted to an open procedure. They used suture to control the bleeding and completed the procedure. No known loss of blood was reported and at this time, it is not known if blood products were given to the patient. Patient is stable.

Manufacturer narrative:
(B)(4). Jaws. Additional information was requested. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional and empty. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.